Event description:
It was reported that the patient has concern about potential issues on this right ventricular (rv) lead. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).